Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined.

Event description:
It was reported that during a shoulder procedure, he handpiece was making a funny noise and was getting very hot in the surgeons hand. What then seemed to happen is that the attached blade melted/broke off in the handpiece, then another blade was opened a completely new one and tried that, however the same thing happened. It is unknown if a backup device was available. No significant delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.